Event description:
It was reported that during the mca stenosis case, the subject guidewire was delivered to go into the internal carotid artery (ica) but it couldn¿t track the vessel properly. The subject guidewire was withdrawn, and the ptfe (polytetrafluoroethylene) coating was found peeled from the tip of the subject guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During the visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at proximal end. The guidewire was returned broken in two segments ( distal segment and proximal segment). In the proximal segment, the core wire was noted to be exposed. In the distal segment, the core wire was not exposed. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection: a functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported - guidewire ptfe coating peeling was not confirmed during analysis. The reported - guidewire does not have smooth movement could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. During analysis, the guidewire was noted to be kinked/bent at from the proximal end. The guidewire was returned broken in 2 segments (distal segment and proximal segment). No anomalies were noted to the ptfe or hydrophilic coating. Therefore, the as reported - guidewire ptfe coating peeling' was not confirmed based on analysis. A functional inspection could not be performed as the device was damaged. It is probable that the guidewire experienced high tension and torsion forces during the procedure that resulted in the kinks along its length and subsequent fracture at the distal tip. This damage would have caused difficulty tracking the guidewire in the vessel. An assignable cause of procedural factors will be assigned to the as reported- guidewire does not have smooth movement' as well as the as analyzed - guidewire kinked/bent' and - guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the mca stenosis case, the subject guidewire was delivered to go into the internal carotid artery (ica) but it couldn¿t track the vessel properly. The subject guidewire was withdrawn, and the ptfe (polytetrafluoroethylene) coating was found peeled from the tip of the subject guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.